Event description:
It was reported that occlusion alarms occurred. Additionally, a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded the cartridge to resolve the cartridge alarm and declined further assistance from tandem technical support regarding occlusion alarm. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.